Event description:
The ventricular is1-lead was stuck in the device header during explant.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified

Event description:
The ventricular is1-lead was stuck in the device header during explant.

Event description:
The ventricular is1-lead was stuck in the device header during explant.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.